Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer¿s blood glucose was 70 mg/dl. Product will be returned for the analysis.